Manufacturer narrative:
Steris became aware of this event on 4/15/2016 and filed MDR 1043572-2016-00046 on 5/13/2016. Upon receipt of user facility medwatch (B)(4) on 6/3/2016 we reviewed our service history and confirmed the event described in medwatch (B)(4) is the same event which was previously reported in MDR 1043572-2016-00046. No additional issues have been reported.

Event description:
Reference medwatch # (B)(4).

Manufacturer narrative:
User facility personnel attempted to level the table utilizing the auxiliary override switches and also unplugging the table via the ac power cord, however the table did not respond. The reported event occurred during the conclusion of the procedure and the patient was successfully transferred with no issues. The surgical table subject of the reported event is not under steris service contract and is serviced and maintained by the user facility. A steris service technician inspected the surgical table and observed the table's column cover shrouds to be misaligned and damaged. The misalignment and damage is indicative of facility personnel storing items on the table's base. Due to the damaged column shrouds the pc board was impacted and pushed the auxiliary override switches to an engaged state. The damaged pc board and engaged auxiliary override switches caused the table to be unresponsive to commands as stated in the reported event. The 3085sp surgical table is equipped with a circuit breaker mechanism. If necessary, the motor battery can be disconnected from the table circuit via the breaker. User facility personnel were not aware of this function which could have been utilized during the time of the reported event. Proper use of the circuit breaker is defined in section 2.5 of the surgical table's operator manual. The technician reviewed the location and proper use of the circuit breaker with user facility personnel. The 3085sp surgical table has a warning label applied to the table base cover. This label displays a pictorial graphic indicating items should not be stored upon the table base as well as the following: "warning - do not store items on base - personal injury hazard/equipment damage. Storing items on table base may result in equipment damage causing inadvertent table movement placing the patient and/or user at risk of personal injury. Do not step on or store items on base!" The operator manual states on pg 1-2 " warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing patient and/or user at risk of personnel injury. Do not use table base for storage." While the technician was onsite he observed storage of items on the base of other surgical tables. The technician advised user facility personnel of the importance of not storing items on the table's base. The technician made all necessary repairs to the surgical table, tested the table for proper use and operation and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the leg section of their 3085sp surgical table moved in height without being commanded to do so during a patient procedure. No injury, procedural delay, or cancellation was reported.